Event description:
It was reported that during a laparoscopic nephrectomy procedure, the active blade broke when the shear was used ten minutes into the case. It did not touch any metal equipment. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/15/2008. Info anticipated, but unavailable at this time.